Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field p-wave oversensing was observed on stored episodes from the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.